Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, high threshold and undersensing five days post-implant. The ra lead was found to have dislodged. The ra lead was re-positioned. While repositioning the ra lead, the physician decided to reposition the right ventricular (rv) lead as well although there was no alleged issue with the rv lead. Both the leads remain in use. No patient complications have been reported as a result of this event.